Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the nasolabial folds with 1 syringe of juvéderm® ultra. Six months later, the patient was injected in the cheeks and jawline with 1 syringe of juvéderm voluma® xc. A month and a half later, the patient was injected in the nasolabial folds with 1 syringe of juvéderm® ultra xc. Two months later, the patient returned with ¿nodules and hard bumps¿ in the nasolabial area bilaterally that the patient reported happened 2 weeks prior. The patient had recently recovered from an unspecified ¿illness¿ and tested negative to covid-19, deemed not device related. The patient was prescribed that day with a medrol dosepak for 5 days. A week later, the patient returned with no change and was treated with a steroid and hylenex. The patient was referred to a dermatologist, who biopsied two lesions and prescribed doxycycline for 30 days to the patient. Event is ongoing. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4)) and (B)(6) (emdr (B)(4)). Emdr (B)(4) is being submitted for the serious unexpected adverse drug experience. This emdr is being submitted for the serious injury of suspect injection, juvéderm voluma® xc.